Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina is listed in the instructions for use (IFU) xience prime everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.75x23mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2014, the patient was discharged home. Starting in (B)(6) 2015, the patient started experiencing wheezing after activities and unstable angina. The symptoms would ease with rest. On (B)(6) 2015, the patient was hospitalized for the wheezing and unstable angina. Elevated cardiac enzymes were noted and an electrocardiogram was performed without positive results. Medication was provided and the event resolved without sequela. On (B)(6) 2015, the patient was discharged from the hospital. Per study physician, it is unknown if the event was related to the device. There was no device malfunction and there was no additional information provided regarding this issue.